Event description:
Caller reported that the cartridge was not fitting properly on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Customer removed the pump case, inspected the pump and pneumatic tap area, and cleaned it using an alcohol wipe or lint-free cloth as instructed by technical support. The cartridge was reloaded successfully, and the customer was able to resume insulin therapy.